Event description:
Adolescent patient with tracheostomy tube and mechanical ventilation. While doing trach care, velcro part of the trach holder/strap broke off completely from the soft part of the strap that encircles the neck. Staff member changed to a new holder and ensured it was secure. Thirty minutes later, the velcro part broke again, and holder was replaced again. No actual patient harm but potential for trach tube dislodgement.